Event description:
I forgot to add this into my initial report. I was implanted in (B)(6) 2008. I have started to gain weight and I cannot lose it. I haven't changed my diet as far as portions and have been going to the gym to lose weight and I am still steadily but slowly gaining. I have even started eating healthier. (B)(4).